Event description:
A neurology office reported that a vns patient was deceased. Follow up at their funeral home it was determined from their death certificate that the patient died from a seizure secondary to epilepsy. No autopsy was performed. The patient's vns products were buried with them. No further information has been received about the reported event.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2007, and the patient's cause of death was unspecified epilepsy, contributed to by other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Corrected data: follow-up report #1 inadvertently left off the date received by manufacturer, which was 01/19/2016.